Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that occurred during the procedure. Post procedure, while the patient was recovering, their blood pressure decreased. A transthoracic echocardiogram was performed, which showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 400ccs of blood from the pericardial sac. Following this, the patient's vital signs returned to normal. The patient is recovering well from this event and is planned to be discharged home.

Event description:
It was reported that pericardial effusion with cardiac tamponade occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx laa closure device & delivery system (wds) were selected to be used. The procedure was completed successfully with the closure device implanted in the laa of the patient. There were no complications that occurred during the procedure. Post procedure, while the patient was recovering, their blood pressure decreased. A transthoracic echocardiogram was performed, which showed that there was a pericardial effusion with cardiac tamponade. The physician performed a pericardiocentesis and drained 400ccs of blood from the pericardial sac. Following this, the patient's vital signs returned to normal. The patient is recovering well from this event and is planned to be discharged home. It was further reported that on (B)(6) 2023, the patient died a sudden cardiac death.